Manufacturer narrative:
(B)(4). This complaint was created to capture additional identified occurrence date during investigation of MDR #1828100-2015-00689. Per the manufacturer's subsidiary, manufacturing engineering center (mec) initially repaired the unit on (B)(6) 2015 and then when the issue occurred again the unit was sent to the manufacturer for further evaluation. The reported complaint was confirmed. During laboratory evaluation, the complaint effects were able to be duplicated by the product surveillance technician (pst). The issue was isolated to the optical encoder on the local user interface. When a lab-use optical encoder was installed for evaluative purposes, the complaint effects ceased and the pump operated as intended. Visual inspection of optical encoder revealed no anomalies. When the original encoder was reattached, the roller pump still exhibited control issues using the knob. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. No additional action will be taken at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump could not controlled by pump knob. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.